Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside a blood vessel leading to an occlusion and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Literature data: delorenzi c. Complications of injectable fillers, part 2: vascular complications. Aesthet surg j. 2014;34(4):584-600. Funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol 2013;6:295-316.

Event description:
The described event happened outside the u.s., in (B)(6). According to the received information, the patient presented with a vascular complication following the injection of 0.5 ml of teosyal rha 2 in the lower lip. The practitioner injected hyaluronidase in the area of pigmentation in the lower lip on the (B)(6) 2019 and put her on antibiotics and anti-inflammatory treatment. At the date of this report, the patient has fully recovered and there are no symptoms left.